Manufacturer narrative:
This report is being submitted to correct the description of the event or problem previously reported and to update the associated coding grids. The bipap a40 device was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation, no visible foam degradation was found inside the device. Furthermore, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.

Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during evaluation of a bipap a40 device. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error code confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust contamination and no foam particles inside the device. No repair was performed. The device was scrapped by the service center after the evaluation was completed.